Manufacturer narrative:
The field service representative (fsr) replaced the abd. Verification/release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) sensor was alarming and could not be reset even when the bubbles were cleared out. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed the ultrasonic air sensor to function as intended. The sensor was tested six times and passed each time. Resetting the unit after an air bubble was detected worked each time. The unit was monitored for false alarms and none occurred. The unit functioned as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.